Manufacturer narrative:
The anchor has been quite damaged. Seven spiral threads have been stripped and broken entirely off their vertical supports. Only two proximal threads remain. The anchor has met with force and over compression. No root cause associated with the manufacture of this device could be supported nor proven. Device returned for evaluation; device evaluated by the manufacturer; evaluation codes updated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the anchor broke on insertion. It was removed from the patient. No patient injuries were reported.